Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an open rash on their back and chest from the lifevest equipment. Patient described the area as painful, itchy, warm and with small zits. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed prednicarbat acis creme for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.